Manufacturer narrative:
Aware date was used as event date as actual event date was not known.

Event description:
Reported via social media it was reported that the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. It was reported that there was a small leak on the closure device that was being monitored by the patient's physician. The patient also had a pacemaker implanted.